Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned device revealed that the stent had been deployed from the device and was also returned for analysis. The outer sheath was retracted from the distal tip approximately 5 mm. The catheter was kinked approximately 25 mm and 345 mm distal to the distal end of the t-bar connector. There was no issue in the movement of the outer sheath proximally or distally. The stent measured 86 mm in length when placed on an 8 mm mandrel; however, the markerbands were correctly positioned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, the stent prematurely deployed . A 8x80x75/ 6f unistep plus stent delivery system was selected, and during preparation the stent prematurely deployed outside of the patient. The procedure outcome and patient's status are unknown.

Event description:
It was reported that during preparation for an unspecified treatment procedure, the stent prematurely deployed . A 8x80x75/ 6f unistep plus stent delivery system was selected, and during preparation the stent prematurely deployed outside of the patient. The procedure outcome and patient's status are unknown.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).